Event description:
A customer reported that yellow debris has been noted on the gloves. The surgeon has had some cases of toxic anterior segment syndrome (tass) and although he does not suspect the gloves to be contributing factor, would like them tested to rule them out. Add'l info has been requested. This is the first of three reports being submitted for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).